Event description:
The catheter separated from the hub after being in place for one week. It was retrieved with a gooseneck snare and replaced with another periperally inserted central catheter line with no patient complications.